Event description:
A customer reported experiencing an occlusion alarm, and although technical support was unable to verify the alarm number in the pump history, it was noted that multiple occlusion events had occurred previously. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and then resumed insulin delivery. The customer reported frequent occlusion issues, prompting a follow-up request for additional assistance.